Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va1w5dz, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a health care professional consumer regarding a patient who was implanted with an im plantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient told their health care professional that a vacuum cleaner fell directly at the lead/battery site about a month ago and device has not been effective sense. As for troubleshooting, impedances were ran and they were normal. However patient has been scheduled for a revision on (B)(6) 2019. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had a lead revision done and a new lead was placed in. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had a lead revision done and a new lead was placed in. No further complications were noted or anticipated.